Event description:
Home patient (hp) reports fluid leaking from cassette of homechoice set after a 'funny noise' was heard from homechoice machine during prime of apd treatment, prior to hp connection. Hp discontinued treatment and reports no injury or medical intervention.